Event description:
It was reported that during a right shoulder arthroscopy the tip of the device was left in the patient. The doctor noticed and removed the broken piece from the patient.

Event description:
It was reported that during a right shoulder arthroscopy the tip of the device was left in the patient. The doctor noticed and removed the broken piece from the patient.

Manufacturer narrative:
The product was not returned for investigation as it was discarded by the customer. Therefore, the reported failure mode could not be confirmed. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. According to the information provided by the surgeon, the flower shaped electrode fell off during surgery. The doctor observed the electrode piece through the camera and monitor and was able to remove it during the same procedure with no adverse consequences. Based on past complaints involving this product family and this reported failure, the most probable root cause could be design (strength) combined with user related (misuse) as a contributor factor. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.